Event description:
The customer reported that the AED mode of the device was not working at all, and that the therapy knob won't "click" to the AED setting.

Manufacturer narrative:
The customer reported that the AED mode of the device was not working at all, and that the therapy knob won't "click" to the AED setting. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.